Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue was used during neurovascular system. The assigned procedure was completed as planned after rebooting the system. It was reported to philips that system was unable to boot up. Customer stated that they had rebooted the system, but issue persisted. The customer reported seeing artifacts during a scan. The philips field service engineer (fse) on further investigation found it to be a user error. No further service was provided by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The cause of the system unable to boot up was determined to be a user error due to the tap operation. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.